Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported left side deflation. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed a delamination in the diaphragm valve assessed as to adhesive failure valve leak and/or damage: observed a crack on diaphragm valve due to cracked valve seat diaphragm valve. Additional observations: crease flat observed in the surface. Green particles observed inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device was explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. Healthcare professional later reported, "hole in valve, hole on valve side". The device was explanted and replaced.